Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. It was also received with moisture damage on the motor home switch. It was unable to verify the battery out limit alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump got wet and there is fluid under the lcd screen. Mother also reported that the device was continuously alarming battery out limit. Customer's blood glucose value was 341 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.